Manufacturer narrative:
A comprehensive records re-review is in process. Upon completion of the complaint investigation, a follow-up med watch report will be submitted.

Event description:
On (B)(6) 2023, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint from zimvie france. On (B)(6) 2022, the patient underwent a dental procedure at tooth sites 35 & 36. A puros allograft customized block and a copios pericardium membrane was implanted. The healing process was without complications. On (B)(6) 2023, the patient underwent a re-entry surgical procedure at which time non-integration was noted. The patient has been rescheduled to undergo placement of a new block and membrane. To date, no additional information has been provided to germany for review.

Manufacturer narrative:
Rti germany conducted a batch documentation review for serial ID (B)(6) manufactured from lot nza20040121. No departures from standard operating procedures were noted during the records re-review for the lot. Batch documentation review indicated that serial ID (B)(6) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 100 copios pericardium membranes, from lot nza20040121. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. The patient was noted to have non-integration 226 days post-operatively. Transplant failure is listed in the current valid rsi for the bone block and copios membrane. The case is still assessed as not assessable due to the missing information about the patient (age, medical history, and/or circumstances). Batch documentation analysis confirmed that the puros® allograft customized block and the copios pericardium membrane met specifications prior to distribution. Per tmi's assessment, the adverse event is associated with a source or event extrinsic to the puros® block and copios xenograft implant.